Event description:
Customer reportedly received results of 300 mg/dl and 104 mg/dl within 10 minutes on the aviva system. No actions taken based on the reported device results. No adverse event reported. Requested return of suspect device but test strips have all been consumed. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Suspect test strips were all consumed prior to manufacturer's request to return. Device is not available for return. Device will not be returned.